Manufacturer narrative:
Results of investigation: the carefusion failure analysis lab received the suspect faulty main printed circuit board and was able to reproduce the reported failure and isolate it to an intermittent connection in the transducer on the main printed circuit board.

Manufacturer narrative:
(B)(4). At this time, carefusion has not received the suspect device/component from the customer for evaluation in the event the device is received for evaluation or additional information is received a follow-up report will be submitted.

Event description:
The customer stated that while on a patient this unit alarmed "xdcr fault." Upon testing the exhalation differential transducer failed the calibration. There was no allegation of patient harm in this incident.